Event description:
It was reported that during an open gastrectomy, the blade was broken from the root outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Device discarded.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent. The batch history records were reviewed with no anomalies noted during the manufacturing process.